Manufacturer narrative:
Other, other text: h 10 additional information was received on october 27th, the customer reported they did no have complaint information . It was believed the error comes up immediately, so it was said that did not apply or put to use.

Manufacturer narrative:
Returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be duplicated during the power up process. It is not clear what was at fault to have caused this issue. However, after the interconnect board and battery was replaced, the issues were resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump does not see the battery. The battery had already been changed once. There were no reported adverse events.